Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/20/2015 with the following findings: during investigation, the pump display was found to be a dim and discolored. Evaluation also revealed that the battery compartment was cracked. Unrelated to the complaint, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed.

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display. Evaluation also revealed that the battery compartment as cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/20/2015.